Manufacturer narrative:
No further inappropriate shocks have been noted since reprogramming the vector. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock while exercising. Boston scientific technical services (ts) discussed possible causes and troubleshooting options. The vector was reprogrammed to mitigate the inappropriate therapy. No adverse patient effects were reported.